Manufacturer narrative:
This report is submitted on 30 mar 2021.

Manufacturer narrative:
This report is submitted on 19 nov 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to medical issue. The patient was reimplanted with a new device on (B)(6) 2020.